Event description:
Discordant intact pth (ipt) results were obtained on two pt samples. The samples were repeated, and the results were released. Pts' treatments were not altered or prescribed. There were no report of adverse health consequence as a result of the discordant intact pth (ipt) results.

Manufacturer narrative:
User error: a siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant intact pth (ipt) results were due to the operator's sample handling. The instrument is performing within specifications. No further evaluation of the device is required.